Event description:
Customer is requesting an event log review. Patient was admitted to the unit at 1605 on (B)(6) 2013. Shortly after arriving, the patient went into supraventricular tachycardia with a pulse. Amiodarone IV push was given reverting the patient into a normal sinus rhythm. The patient became hypotensive and levophed was required as part of the resuscitation efforts. Amiodarone, levophed, ringer's lactate and magnesium were infusion and an adequate blood pressure and cardiac rhythm were maintained. Verbal order was given to increase the ringer's lactate to 250ml/hr. Approximately 20 minutes had passed when it was noted that the levophed infusion was going at a rate of 250ml/hr. The patient had received an 8mg levophed/250ml normal saline dose in under an hour's time. Two nurses were in the room assisting with the patient care. One nurse responded to the md request to increase the ringer's lactate to 250ml/hr and the pump was adjusted. The question is whether or not the wrong module was programmed inadvertently. The patient had a troponin I rise and required a cardiac echo due to the event. No additional patient or event information provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs and data set have been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.